Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip detached from one leaflet and remained attached to the other leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two mitraclips (B)(4)) were implanted, and the mr was reduced to 1. On (B)(6) 2015, it was found that the lateral clip had detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3, requiring an additional mitraclip procedure. One clip was implanted on the lateral side of the previously implanted clips and the mr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the worsening mr was likely related to procedural conditions associated with the detached clip. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record for all clip delivery systems identified as 10333715 identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for the reported lot for the reported single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product deficiency.